Manufacturer narrative:
It was reported that mesh was implanted due to vaginal vault prolapse, cystocele and rectocele. It was also reported that following insertion the patient experienced pain, extrusion, urinary problems and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with concurrent cystourethroscopy, perineorrhaphy, and cystoscopy due to stress urinary incontinence and relaxed genital hiatus. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.